Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad damage. A piece approximately 11.61 mm x 2.70 mm was found not attached, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Additional observation(s) not reported by site: the instrument was examined and identified to have mechanical damage located at the tip of the blade. The blade edge exhibited indentation(s) and/or burr formation. Common causes of the failure mode clamp arm teflon pad damage are attributed to use conditions. Teflon pad damage can be caused by prolonged activation with the clamp arm closed (with or without tissue between the blade and clamp arm) or from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use. These findings are consistent with mechanical damage to the blade edge. Mechanical indentations and/or burrs on the blade edge are commonly associated with use-related damage. This type of damage may occur due to contact with other instruments or hard objects (e.g., staples, clips, bone) during device activation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the teflon pad was loosened. The procedure was completed with no reported injury.